Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken, missing broken part. Unable to confirm customer received sensor damaged due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor cannula was bent. Customer's blood glucose level was 136 mg/dl. The customer treated her blood glucose level with a manual injection. The device was not returned.